Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, the new implantable cardioverter defibrillator (ICD) was connected to the existing right ventricular (rv) lead, which immediately exhibited high/unstable thresholds and a loss of capture. The device was disconnected, and the rv lead was tested using the analyzer, which indicated acceptable, consistent thresholds. Once the lead was reconnected to the new device, the same inconsistent thresholds appeared. The device was subsequently removed, and a new ICD was implanted. No patient complications have been reported as a result of this event.